Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported, by the customer, that this event was a femoral insertion. As per perfusion, after decompression from the popping, the balloon did not look tightly furrowed. The balloon unwrapped during the insertion process. There was blood found in the gas line, however no alarm signals occurred. As a result, another femoral insertion attempt was successful. The pt is doing well and is in recovery.